Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump that made it illegible and unusable. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer used an insulin pen for backup, and technical support decided to replace the pump, which was still under warranty.